Manufacturer narrative:
Updated section: g6, h2, h3, h6, and h11. A visual examination of the uut (unit under test) revealed no signs of damage or misuse. The uut was placed on a test stand as it was received and underwent testing to replicate the failure. It was connected to an external power source, and both the post and event trace were produced. A review indicated that both were normal. The uut was initiated in the configuration it was received (with peep set to 5) and was found to trigger an alarm immediately. It was only after adjusting the peep setting to 0 (zero) that the uut operated without alarming. Upon removing the rear cover, a visual inspection revealed that the peep accumulator hardware was loose, and the peep accumulator tubing was kinked. After rerouting the tubing and securing the accumulator, the uut was retested and confirmed to function according to specifications. In summary, the uut was determined to alarm for high peep due to kinked tubing.

Event description:
Complainant alleged that the ventilator exhibits intermittent autocycling when the peep setting exceeds 5 cmh2o. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.